Manufacturer narrative:
Phone # not provided. A follow-up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the ECG connector broken - cannot analyze ECG/pace. There was no patient involvement.